Event description:
The customer contact reported that the device alarmed a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s321 (motor error-pmc, left) malfunction alarm code noted. No add'l info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.